Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data revealed pace parameters rv (right ventricular) amplitude pauses. It was noted that there was missing vpace 1 hour and 30 seconds.

Event description:
It was reported that the device was oversensing every hour and thirty seconds. The sensitivity was adjusted and the issue was resolved. It was noted that there was no oversensing found with a halter monitor. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is in the same family brand to a device marketed in the u.s.. Products: (B)(4) implantable pacing lead implanted: 2013 (B)(6); (B)(4) implantable pacing lead implanted: 2013 (B)(6). (B)(4).